Manufacturer narrative:
Evaluation summary: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned in two(2) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics of segments. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The root cause for the reported complaint "residual refractive error" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately two months following an intraocular lens (iol) implant procedure, the iol was removed due to a residual refractive error. Additional information has been requested.